Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer keypad is not responsive, when trying to hold button down, the button does not respond. The customer does not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump will need to replaced. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump received has case at display window corner, reservoir tube lip and minor scratched display window.